Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & leakage. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate & leakage. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen needle was not functioning and insulin leaked with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that pen needle was not working and insulin ended up in her hand and not in injection site. Us com rep was able to find out consumer was not removing inner shield before injection and instructed consumer on how to properly inject. Consumer was able to inject properly with instruction from rep.